Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, a cause for the reported tissue damage could not be determined. Furthermore, the reported patient effect of tissue damage is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report tissue damage. It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. Two clips were deployed on the mitral valve, reducing mr to a grade of 3. However, after deployment, it was observed the second clip caused a tear on one of the leaflets. The clips were stable on the leaflet and no additional treatment was performed. There was no clinically significant delay in the procedure. No additional information was provided.